Event description:
Synovitis in the right knee, inflammation in the right thigh. Info was received in 2004 from a pt, with a history of arthritis who experienced inflammation in their thigh and knee, their right knee pain was worse than before synvisc and they had difficulty walking. The pt began treatment with synvisc in 2004. The pt received a series of three synvisc injections into the right knee a couple days later. After the third injection, they experienced inflammation in their thigh and knee. At the time of this report, the pt's pain is worse than before receiving synvisc and they have had difficulty walking. They have received a cortisone injecton as treatment (date unk). At the time of this report, the pt's outcome was unk. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. Additional info was received 2 months later from the pt's physician. The pt has a 3 year history of osteoarthritis of the right knee and previous treatment with nsaids and steroids. X-ray findings showed severe, grade iii osteoarthritis with joint narrowing and osteophytes. The pt experienced pain following all 3 synvisc injections. No synovial fluid was collected prior to the 3 synvisc injections and no effusion was observed with any of the injections. The physician diagnosed the pt with synovitis following the third injection and increased pain. One month ago the pt received a cortisone injection into the right knee as treatment. The physician assessed the causality as possibly related to the injection. At the time of this report, the pt's outcome was unk.